Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump back arrow and menu buttons would not work. Keypad anomaly troubleshooting was performed and customer stated that the insulin pump was not dropped or exposed to moisture. Insulin pump buttons would not respond even after battery change. The customer was advised to discontinue use of the insulin pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with the menu keypad button not responding. The battery tube and electronic assemblies were found with traces of corrosion. Unable to perform functional tests including displacement and self tests due to the unresponsive menu keypad button.